Event description:
Information was received indicating that there was a malfunction in the syringe connector regarding the cadd cassette reservoirs. It was reported that the connector was twisted when connecting to the syringe and the tip cracked off the epidural connector. There was no patient involvement.